Event description:
It was reported during a biventricular ICD implant procedure, a perforation of the coronary sinus (sc) occurred. The surgeon used a supreme ep catheter to cannulate the cs. Once the catheter was in the cs, it was advanced and caused a perforation. The patient's chest was opened and a drainage tube was inserted. The right atrial and right ventricular leads were implanted so the surgeon decided to complete the procedure at that time. The pt has been scheduled for a future epicardial lead implant.

Manufacturer narrative:
The product was not returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.